Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced the therapy pcb assembly and completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed therapy pcb assembly and observed that the shield was broken due to physical damage which led to shorting that regulated 5 volts to ground. This caused a transistor, designator q5, to burn out and resulted in no ac or dc operation.

Event description:
The customer contacted physio-control to report that their device would not pass a user test. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that it would not power on using ac or dc power.